Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic chest surgery procedure, while being applied in the pulmonary artery, the stapler fired but had poor staple formation which caused an incomplete staple line, wherein the device was locked/clenched and sounds came from the device when the cartridge did not advance. Some of the staplers were poured/fell down in u shape without b formation which caused tearing/rupture of the vein, which damaged the tip of the vein. In order to resolve the issue, the case was then converted from a close procedure to an open procedure. As a result, the surgical time extended for more than 30 minutes and patient had blood loss of 500cc or more due to the device issue.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of two devices. Visual examination of the reloads noted that each unit was partially fired. Staple pushers were visible between the 2cm and 3cm cut line indicating the point where the handle compression had stopped. Functional testing of the reloads found no abnormalities. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the reload will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection, and prevent patient harm. The root cause of the partially fired reloads was misuse of the product. Should new information become available, the file will be re-opened, and the investigation summary amended as appropriate.